Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be the battery not operating as intended, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. A1 updated, d3, g1, and g2 email is: regulatory.responses@icumed.com

Event description:
It was reported that the pump exhibited an alarm. The battery lost power by 5 to 10 percent. The patient changed the battery and the issue resolved. No patient injury was reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3, d4: model number, catalog number, serial number, UDI, and h4 are unknown.